Event description:
Found during routine testing. The customer shipped the device to physio-control redmond for repair of nibp function. When physio-control began evaluation of the device, it would not power up with batteries.

Manufacturer narrative:
Physio-control replaced the power pcb assembly and the power pcb to battery pins cable assembly, and then observed proper device operation through functional and performance testing.